Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an "emergency" regarding blood glucose (bg) levels. Although requested, no additional information on the reported issue was provided.